Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he experienced low blood glucose. Customer stated he was very sick due to food poisoning. He gave a bolus correction and found himself vomiting every 2 hours for 12 hours. He suspended the insulin pump and treated with soda. Blood glucose value dropped near 20 mg/dl. Customer was tasking metformin and other medication but could not take them. He was able to eat 2 days later. Customer does not believe issue was related to the insulin pump. The drive support cap appears normal; the reservoir is showing the same amount of insulin as shown on the status screen. Customer has not received any error alarms and the programing is correct. Current blood glucose value is 130 mg/dl. Nothing further reported.